Event description:
This complaint was originally reported as "cooling water alarm and leaking." There was no info relating to a patient or a procedure. On (B)(6) 2013, add'l info changed this complaint to a MDR. The following was provided; "half way through surgery surgeon wanted a cusa, could not use machine had to get machine from another theatre suite." The setting or power setting of the console was set at 40 "desiccate." The cooling water alarmed and was leaking. The patient did not incur any injury because the unit was not used on the patient because it did not pass the checking process. There was a 15 minute delay in the surgery while another unit was obtained from another theatre suite.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.